Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.

Event description:
The customer reports that after passing the nasogastric tube without complications for the patient, the guide is removed and the plastic top is observed detached. The probe remained permeable and there was no harm to the patient.